Event description:
It was reported that the insulin gauge was inaccurate. The customer declined further troubleshooting from tandem technical support, and continued to use the existing cartridge for insulin therapy. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.